Event description:
The customer reported that the cms monitor did not announce acoustically the inop "ECG electrodes off" alarm. The nurse came into the room and saw the ECG flatline and visually the ECG electrodes off alarm, but there was no audio alarm. The nurse tested the alarm behavior and the monitor announced visually and acoustically the ECG electrodes off alarm. There was no pt incident or delay in treatment.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.